Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. No errors related to temperature in logs. The fse replaced muffler and the scroll compressor which was due for replacement. All performance testing passed. Unit returned to customer.

Event description:
N/a

Manufacturer narrative:
Corrected data: b5, d10, e3, g3. Updated data: a2, a3, a4, b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit pump had displayed the "temp over sensor" message. The customer called for assistant and he states that the pump stopped, and they could not resume pumping. They quickly exchanged the pump for another. He was advised to report the pump to their biomed department for service. There was no patient harm or injury reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit alarmed system over temperature . There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.